Event description:
On (B)(6) 2010, patient reported he was completing the change the cartridge process and the plunger got stuck to the piston rod. Patient stated insulin spilled inside of the cartridge chamber, he is unsure how much. Patient reported he had a full cartridge, but not all of the insulin spilled inside of the chamber. Assisted patient with setting up his backup infusion device. Patient switched to backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.